Event description:
It was reported that the patient had the artificial urinary sphincter removed as the pump was not working. After a cysto was performed prior to the removal surgery, it was noted the cuff had eroded through the urethra. The physician decided to just remove all components and reimplant a new artificial urinary sphincter at a later date.